Event description:
During service of product a continuous cycle, no volume delivered, with audible and visual alarms was found, due to first stage gear and solenoid being out of specification. Device returned unrepaired at customer's request. MFR informed customer that it does not recommend device for pt use until proper repairs have been performed by authorized personnel. MFR disabled device prior to returning it to customer.